Manufacturer narrative:
A titan touch pump, cylinders 1 and 2, and reservoir were received for evaluation. Abrasion was noted on all pump tubes. No functional abnormalities were noted with the pump. A separation was noted in the exhaust tube of cylinder 2 at the tube/strain relief junction. This was a site of leakage. Microscopic examination of the surfaces revealed them to be rough and irregular, indicating stress was exerted. No functional abnormalities were noted with cylinder 1. No functional abnormalities were noted with the reservoir. Based on examination of the returned product, it was concluded that while in-vivo all tubing of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the exhaust tube of cylinder 2 at the tube/strain relief junction. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was removed and replaced due to tubing erosion. No other adverse patient effects were reported.